Event description:
It was reported "persistent possible helium loss 3 alarms". Additional informaiton states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a pcs assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pcs assembly was performed, and no abnormality was noted. The customer pictures were reviewed and show the recorder strip with a "possible helium loss 3" alarm, which is consistent with the reported details. All valves were individually tested by powering them on and off using an external 12v dc power supply. Each valve responded properly to the 12v supplied with an audible click, indicating proper valve function with no stuck valves. The pcs assembly was installed into a known good lab inventory ac3 for functional testing. The pump was powered on, and pumping was initiated. During the purge cycle, the pump triggered a helium loss 3 alarm. The pcs assembly was leak tested and a leak was noted at the drain port. Visual inspection of the pcs assembly internal hardware was performed. Upon disassembling the drain valve of the pcs assembly, a piece of metal was found inside the drain valve and the manifold, which is the cause of the helium leak. The piece of metal was from an unknown source, and it cannot be determined how it entered the pcs assembly. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "helium loss 3 alarm" is confirmed. During the investigation, the helium leak was confirmed and caused by a pcs assembly leak. Upon further inspection, the drain valve and the manifold block from the pcs assembly were noted with a metallic piece inside and caused the complaint. The specifications were not met during the complaint investigation due to the leak. The most probable root cause of the complaint is supplier related. This will be monitored for any developing trends. Corrections at the supplier have been established for this issue as a result of a scar (supplier corrective action request), and this device was manufactured prior to the release of those corrections.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "persistent possible helium loss 3 alarms". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".